Event description:
A malfunction on the pump was reported by the caller, and there were no notable events prior to the malfunction. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. The technical support representative provided instructions for resetting the pump and assisted the caller in successfully completing the reset.